Event description:
According to the reporter, during a skin closure, following excision of endometriosis, the needle popped off string.

Manufacturer narrative:
Uf/importer rpt number: (B)(4). If information is provided in the future, a supplemental report will be issued.